Event description:
The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lfs customer service. On (B) (6), 2010, the lay-user/reporter contacted lifescan (lfs) on behalf of the lay-user/patient alleging that the onetouch ultra2 meter has an unknown issue. The patient manages his diabetes with insulin - no sliding scale regimen. The patient initially had the unknown issue on (B) (6), 2010. Sometime after that, the reporter claimed the patient felt "weak" and received insulin treatment from his healthcare provider. It would have been helpful to identify the issue and to have more details concerning the patient's diabetes regimen and the circumstances surrounding the incident. This complaint is being reported because the reporter claimed the patient received medical intervention suggestive for hyperglycemia after the product issue began. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.